Manufacturer narrative:
The manufacturer previously reported a failure of the internal battery. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of the service estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue.